Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm journey¿ guide wire was selected to cross the lesion. During preparation, the device was being shaped but the tip of the wire became detached. The device was never used to the patient. The procedure was completed with a different device. No patient complications were reported.